Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This ipg serial number was included in a field advisory. The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg had been inoperable for 2 months. As such, the patient underwent surgical intervention where the ipg was explanted and replaced with a different model. Reportedly, effective therapy was restored following the procedure.